Manufacturer narrative:
It was reported that there was an issue with catgut suture. The client reported that the animal had a major swelling of the abdominal wall and the closure of the body wall broke down and caused herniation. The incident occurred in a dog that was operated of an ovariohysterectomy. Catgut suture was used to suture the linea alba, subcutis and skin. Continuous suture technique employed for sucutis and interrupted for linea alba. The type of knot made was double throw and four throws surgical knot. It occurred a breakdown of all three layers four days post-operatively. The dog was re-sutured with another product and wound healed and animal recovered after this second surgery. Analysis and results: there are no previous complaints of the same code-batch. We have received 4 another cases from the same end customer regarding swelling of abdominal wall after surgery (veterinary cases). We manufactured and distributed in the market 270 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received one open and used cassette for analysis. The most part of the thread is consumed, there is only 1 meter approximately of thread available. We have tested the knot pull tensile strength of the cassette received and the results fulfil the requirements of the european pharmacopoeia (ep): 6.65 kgf in average and 5.80 kgf in minimum (ep requirements: 4.50 kgf in average and 2.75 kgf in minimum). We have also conducted a review of the batch manufacturing record of this product and no deviations have been reported. This product had a normal process and the results during the process fulfilled b. Braun surgical requirements. The speed of catgut absorption can be affected by many factors. The more proteolytic enzymes are present the more rapid absorption rate is expected. The use of catgut sutures is contraindicated in zones where infected wounds exist, as their absorption is much faster. When catgut suture materials are employed a host tissue reacts with a mild inflammation reaction, which is typical for an endogenous reaction to a foreign body. The foreign body reaction is accompanied by a loss of strength and mass of the material as a result of the action of proteolytic enzymes (e.g. Collagenase) and the degradation of the collagen suture material until it has been completely absorbed. The speed of absorption is affected by many factors. For example, one of the most important factors affecting the rate of absorption and reducing in strength is that there is a more rapid absorption in regions containing more proteolytic enzymes. Nevertheless, there are risks (side effects) associated to the use of catgut: in some patients there can be hypersensitivity reactions to collagen or chrom. These express themselves as inflammation reactions. Reviewed the complaint history, there are no other complaints reported in any of the other products manufactured with the same thread raw material batch, as the used in this product. Final conclusion: according to the results of the cassette received and the batch manufacturing record review, the product complies with b. Braun surgical specifications; therefore we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
The incident occurred in a dog that was operated of an ovariohysterectomy. Catgut suture was used to suture the linea alba, subcutis and skin. Continuous suture technique employed for sucutis and interrupted for linea alba. The type of knot made was double throw and four throws surgical knot. It occurred a breakdown of all three layers four days post-operatively. The dog was re-sutured with another product and wound healed and animal recovered after this second surgery.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K991223. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with catgut suture. The client reported that the animal had a major swelling of the abdominal wall and the closure of the body wall broke down and caused herniation. Additional information has been requested.